Event description:
The 3rd and 4th pins are missing and blackened on the blood glucose monitoring device. It was reported the meter is cleaned with an alcohol swab as needed. Reporter stated there was no illness or injury associated with the alleged incident. A request was made for the return of the suspect device and replacement product was sent.